Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, after just under 2 hours the pump was removed and replaced due to low flows and the team successfully placed a new impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.